Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to sui, symptomatic cystocele and rectocele. It was reported that following implant the patient experienced painful intercourse, erosion, infection, urinary problems, mesh exposure, hardening of the mesh, mesh removal. It was reported that patient underwent implant of the obtryx transobturator mid-urethral sling system (boston scientific) on (B)(6) 2006, it was reported that patient underwent implant of covidien ivs tunneller device (tyco) on (B)(6) 2006. It was reported that patient underwent mesh revision and partial removal of an anterior wall vaginal mesh defect on (B)(6) 2007 for erosion. It was reported that patient underwent revision and removal of vaginal mesh, rectocele repair on (B)(6) 2012 for vaginal mesh exposure, recurrent rectocele. No additional information was provided.